Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3 product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient's recharger pick will not charge and they are supposed to be receiving a replacement. Caller states the patient's nurse practitioner texted the caller to find out tracking info and when they can expect it. Caller states they will follow up with manufacturer representative (rep). Rep called in and stated they were notified of the issue on 28 december 2023 and the issue has been occurring 'for months'. Rep states that the recharger dock does not show a green light and the patient has inserted and removed the power cord as well as tried other outlets but the dock will not charge the recharger as it appears the dock is not accepting power.